Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. As a corrective action, the customer will use a backup insulin pump and multiple daily injection (mdi) to ensure delivery of insulin.